Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. While troubleshooting for motor error alarm, customer attempted to rewind and received a no delivery alarm. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with the motor found with slightly corroded motor home switch and bleeding lcd glass. However, passed basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery or motor error alarms were noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.